Manufacturer narrative:
The investigation could not determine a specific root cause. The faulty o-ring found by the field service representative could not be the cause of the low sodium results as other ise parameters were measured correctly indicating the sample flow was correct and there were no preanalytical problems. The customer had replaced the sodium and chloride electrode on the same day. Therefore maintenance around the electrode installation was most probably not performed correctly and may have been a cause of the issue.

Event description:
The customer received questionable ion selective electrode (ise) results for six patient samples. The samples were repeated on integra 400 serial number (B)(4). Of the data provided, only the sodium results were discrepant. All results are in mmol/l. Patient sample 1 initial result was 126.15 with a data flag and the repeat result was 138.37. Patient sample 2 was from a male patient born on (B)(6) 1951. The initial result was 132.14 with a data flag and the repeat result was 138.51. Patient sample 3 was from a male patient born on (B)(6) 1969. The initial result was 132.15 with a data flag and the repeat result was 138.43. Patient sample 4 was from a female patient born on (B)(6) 1969. The initial result was 131.92 with a data flag and the repeat result was 137.96. Patient sample 5 was from a female patient born on (B)(6) 1959. The initial result was 131.13 with a data flag and the repeat result was 137.67. Patient sample 6 was from a female patient born on (B)(6) 1980. The initial result was 133.09 with a data flag and the repeat result was 138.90. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was 21524650 with an expiration date of 08/23/2013. The field service representative determined there was a damaged o-ring on the sodium electrode and replaced it. He ran ise calibration without errors and the customer ran calibration and qc which passed. The customer ran correlations on patient samples between their two integra 400 analyzers. The patient samples compared within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.